Event description:
Pt developed acute mi cardiogenic shock during cardiac catheterization procedure. Emergency intraaortic balloon counter pulsation inflated followed by ptca/stent deployment for occlusion left main coronary artery. Guide wire fracture evident on completion. Coronary interventional procedure and fragment removed using snare device. Pt developed acute cardiac tamponade and initially stabilized following emergency pericardiocentesis. Required emergency CABG because of cardiac tamponade.